Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the vertek is locked up. The set screw in the handle is broken off allowing the handle to turn freely without releasing the joint tension. Mechanical failure, pieces broken, directly caused the event.

Event description:
A site representative reported a vertek arm that would not lock down properly due to a stripped/broken handle. No further details were provided. There was no patient present when this issue was identified.